Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device confirmed the reported event depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. The complaint sample consisted of (1) 230774002 rod for reaming guide holder, lot code 5057399. This lot was manufactured on december 2010. Examination of the submitted rod for reaming guide holder confirmed the plate component has broken off the guide holder shaft at the weld. The plate was not returned. Previous investigations found the material was changed to (B)(4) at the plate junction and (B)(4) was changed at the tip via eco (B)(4). Depuy CAPA (B)(4) was closed and CAPA (B)(4) was created on january 11, 2011 and closed on june 11, 2013. The first lot manufactured to the new changes is 5120205. The current complaint sample device was manufactured december of 2010 prior to the changes via eco (B)(4). The root cause is attributed to product design. This complaint sample was manufactured prior to the changes via eco (B)(4). The need for further corrective action is not indicated. Monitor complaints through post market surveillance sep-(B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the xtend threaded stem inserter broke while inserting stem. The cap of the rod was broken off.